Event description:
It was reported that stent moved on balloon. A 2.75 x 48mm synergy xd drug-eluting stent was selected for use. However, after opening the stent, a portion of the stent itself was hanging off the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported.